Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was producing strange signatures on the electrocardiogram (ECG). It was indicated that the hanger assembly was broken and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was producing strange signatures on the electrocardiogram (ECG). The epg was returned for service. There was no patient involvement.